Event description:
It is reported that the patient had a hip revision due to pain and loosening of the femoral component.

Manufacturer narrative:
Information was received from medwatch report number (B)(4). This report will be amended when our investigation is complete.